Event description:
It was reported that the communicator was showing a yellow call doctor icon and the communicator power cord was hot to the touch on the side. A boston scientific company representative advised the patient to keep the power cord unplugged. The company representative advised to send a new communicator power cord. No adverse patient effects were reported. The communicator is still in service. To replace power cord.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed. A resistance measurement was taken for the returned communicators. The communicators behavior was consistent with a high-power electrical overstress event. The power adapters were returned and both power adapters were good. The communicator was set up in the patient environment for several months. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was showing a yellow call doctor icon and power cord is hot to the touch on comm side had patient keep power cord unplugged. No adverse patient effects were reported. The communicator is still in service. To replace power cord.